Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: a visual and tactile examination revealed a separation on the catheter. The separations were located at 36cm from the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.the most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MFR: 2134265-2016-01938. It was reported that during a thrombectomy procedure the catheter broke. A fetch®2 was selected; however, during unpacking it was noted that the catheter was broke/cracked. A second fetch®2 was selected, the catheter was "kind of cracked" but they were able to use it for some of the case. They had to remove the device as it started breaking and did not work. Nothing was left inside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is okay.